Manufacturer narrative:
The t:slim pump user guide states: if you select change cartridge from the load menu but do not complete the process within 3 minutes, the incomplete cartridge change alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the cartridge change process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete cartridge change alert. The customer's blood glucose level was 436 mg/dl with large ketones. The customer did not have alternate therapy available at the time of the issue and reportedly had accidentally broken the cartridge during the load process. Tandem technical support educated the customer regarding the alert and the customer acknowledged. Although requested, no additional information was provided.